Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo_12.1 implantable collamer lens of -9.5/1.0/073 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024, the lens was exchanged for a longer length lens and the problem resolved. The cause of the event was unknown.